Manufacturer narrative:
Unique identifier (UDI): (B)(4). Occupation is lay user/patient. The product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received a report of discrepant inr results for 1 patient comparing two coaguchek vantus systems: system a (serial number (B)(4) with strip lot 49408221, expiring 31-mar-2022) and system b (serial number (B)(4) with strip lot 50322621, expiring 30-apr-2022). The initial result from system b was 4.2 inr. The re-test from system b was 3.5 inr. The re-test from system a was 3.1 inr. These tests were performed within 20 minutes using a new finger for each test. The patient re-tested within an hour on system b with a result of 3.4 inr. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr.

Manufacturer narrative:
The customer returned meters wu00080335 and wu00157062 for investiation. The returned meter were testing using retention strips and retention controls. Wu00080335. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr. Qc 2: 5.5 inr. Qc 3: 5.6 inr. Wu00157062. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.4 inr. Qc 2: 5.4 inr. Qc 3: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.